Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.11 ng/ml on a patient in the ER. The customer used two different lots in the ER and lab. Date/time: (B)(6) 2011/2034, dept: lab, result: 0.07; (B)(6) 2011/2039, ER, 0.12; (B)(6) 2011/2135, ER, 0.16; (B)(6) 2011/0208, lab, 0.11; (B)(6) 2011/0615, lab, 0.09. Lot#: t11160, expiration date: 12/28/2011, manufacture date: 06/2011. The suspected discrepant results were released to a physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.